Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had a return of symptoms. She has had two accidents. She did not feel stim while therapy was on. Patient was instructed to increase amplitude and reported feeling stim in the correct area. She was currently on program 4 with stim set at .6. She increased stim to .9 where she felt stim comfortable. Patient stated she would try new settings for a period of time to see if it resolves reported return in symptoms. She did not intend to follow up with any healthcare provider. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.